Event description:
The customer has reported that while using the sc9000xl patient monitor, they had a problem with the zero on the invasive arterial pressure drifting way below zero. This has resulted in the staff believing that the bp has dropped significantly. It was reported that the user has had 2 serious incidents where adrenaline has been administered in the belief that the ibp had dropped when the problem was the zero drifting. There is no clear indication of patient impact as a result.

Manufacturer narrative:
The reported incident is currently under investigation. This is not a know or re occurring problem with invasve arterial pressure monitoring.